Event description:
Mega suture cut hand piece would not open and close while on the robotic arm. When we pulled it out and manually checked the device it would work. The device would not work on the robotic arm. The device was on use 5 of 10.====================== health professional's impression======================staff could not identify a reason for the failure.